Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Date of occurrence has been estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during use of the rotating hemo valve, minimal bleedback was noted at the opening of the hub (cap). It was stated that the technician was not using the device properly or following the instructions for use. There was no patient injury and no clinically significant delay. No additional information can be provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the instructions for use, states: carefully read all instructions prior to use. Failure to observe all warnings and precautions may result in complications. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to use error as reportedly the technician was not using the device properly or following the instructions for use. There is no indication of a product quality issue with respect to manufacture, design or labeling.